Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures of the tibial tray found signs of being implanted. The device was not returned for further evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for this event. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left knee arthroplasty. Subsequently the patient was revised approximately 11 years 7 months post procedure due to medial tibia plateau collapse.